Event description:
The nurse reported a system message displayed. The nurse attempted to troubleshoot the system, with no improvement. There was a one hour delay, while they brought in another system. The pt was prepped, but no incision had been made. No pt harm was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The fluidics module was replaced and sent for in-house testing. Preventive maintenance was completed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)